Event description:
Report received of implant of device after the "use before date" had been exceeded. Staff in operating room had not checked the "use before" date. Follow up report will be sent when additional information is received.